Event description:
Patient reported they can no longer continue treatment due to having a 50% bone loss in their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.